Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in three pieces. An external abrasion was noted 4.0 to 5.1 cm from the proximal end, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. The reported event was isolated to the exposed outer coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with noise in the atrial, right ventricular and right ventricular discrimination channels due to possible electromagnetic interference. There also appeared to be true lead noise on both the right atrial and right ventricular leads. The noise was visible in episodes where the patient received anti-tachycardia pacing. The patient reported experiencing anti-tachycardia pacing during the episodes but could not be attributed to the noise. There were no other electrical anomalies. The patient presented in clinic on (B)(6) and some noise could be reproduced with isometrics. The physician reprogrammed the patient's device. On (B)(6), the patient's system was removed and replaced. The patient was stable throughout. The cause for the noise could not be identified.